Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported bent cannula or to determine whether it contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported therefore no lot release records were reviewed. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It also advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."

Event description:
The patient's parent reported their son's blood glucose reached 600 mg/dl so they called for an emergency ambulance. Upon the paramedic arrival they removed the pod and noticed the cannula was bent. He was then rushed to the hospital with diabetic ketoacidosis and they placed him on an infusion therapy and monitoring. The pod was removed and discarded. He stayed in the hospital for 4 days before being released.